Event description:
It was reported that the patient's blood glucose levels reached 297 mg/dl while wearing the pod between 36 and 48 hours. When removed from the infusion site (arm), the pod's cannula was found bent. As treatment for hyperglycemia, a manual injection of insulin was delivered and a new pod was applied.

Manufacturer narrative:
The device has not been returned/received to date. If the device is received, a supplemental report will be submitted with the investigation results. We are unable to confirm the bent cannula or to determine if it could have contributed to the reported hyperglycemia. Lot release records were reviewed and the product lot met all acceptance criteria. Specifically, a pod is paired to a pdm and put through simulated use testing including confirming the blue soft cannula is inspected for any damage.

Manufacturer narrative:
The exposed portion of the soft cannula was observed to be stretched. The overall length of the soft cannula measured 1.174", which is out of specification. Despite the soft cannula being stretched, fluid was able to flow through its intended fluid path. The downloaded data did not show any timeouts or drive stalls during its run. Although damage was observed on the exposed portion of the soft cannula, the timing and cause could not be determined. Rotational sensor abnormalities were observed in the data. As a result, the device was reset and paired with a master pdm to deliver a 5u bolus; the bolus was successfully delivered and the rerun data did not generate any alarms and did not show any timeouts or drive stalls. The rotational sensor abnormalities observed in the original data did not replicate in the rerun. The drive mechanism was inspected and no damages or abnormalities were observed that could contribute to the rotational sensor abnormalities observed in the data. Thus, the exact cause of the rotational sensor abnormalities could not be conclusively determined.